Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction. It was reported that they complained of a jittery feeling all over their body with the device on and it made them nervous. Bladder and bowel staff tried working with the patient to adjust settings post implant but patient ended up turning the device off soon after implant and declined wanting to turn it on for any program adjustments. Patient requested that the device be removed. Patient did not feel the device was helpful for their symptoms. However, bladder and bowel institute staff do not feel proper adjustments were made to help the patient therapeutically with their symptoms. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.